Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. There was no adverse impact on the customer's blood glucose level. Technical support educated the customer on the importance of removing air from the cartridge. The customer decided to load a new cartridge and agreed to monitor the situation and follow up if necessary.